Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug, unknown (30mg/ml at 15.494mg/day) and bupivacaine (10mg/ml at 5.165mg/day) via an implantable pump for unknown indications for use. It was reported that during the patient's refill a significant amount of excess drug was removed from the pump. A catheter dye and roller study were performed and no issues were noted. The plan was to wait until the next refill and see if there was still a discrepancy in the amount of drug left in pump.